Manufacturer narrative:
E1: patient city - (B)(6), patient country - united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced bent cannula event that led to an increase in blood glucose level which patient tried to treat it with insulin pen on (B)(6) 2025. On second day (B)(6) 2025, patient got hospitalized due to bent cannula. The blood glucose level was 470 mg/dl at the time of event and the patient got treated with intravenous insulin. The patient reported symptoms like vomiting. The patient was admitted in hospital for less than twenty four hours. The trace ketones were present with value +2. No further information available.